Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had to charge frequently. The patient will undergo ipg replacement.

Event description:
A report was received that the patient had to charge frequently. The patient will undergo ipg replacement.

Manufacturer narrative:
Field is populated with the di number.